Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was exercised for 24 hours with no issues or occlusion alarms. The force sensor was found to be operating properly. Occlusion alarms were observed in the pump history. The occlusion alarm was found to be operating properly. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on 09/14/2011and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported an occlusion issue a pump and elevated blood glucose (bg) levels. The patient claimed that he had been getting occlusion alarms for (B)(6). On (B)(6) 2011, the patient indicated that he was hospitalized with a bg level in the "500's" mg/dl and symptoms of vomiting and dka. He also reportedly had an unspecified bronchial illness. Prior to contacting animas on (B)(6) 2011, the patient reportedly obtained a bg reading of "527 mg/dl" in relation to an occlusion alarm. The patient also mentioned that he was in a hospital (B)(6) earlier due to high bg but was unwilling to provide information additional information. Through troubleshooting, the animas representative involved in this contact noted that the patient was reusing cartridges. The patient was unwilling to troubleshoot the alleged issue since he was at work. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was hospitalized for hyperglycemia. However, the patient's reported injury can be attributed to possible use-error since the patient admitted to reusing cartridges which can lead to occlusion alarms.